Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported a damaged data acquisition to motor controller cable and error codes pointing to the data acquisition to motor controller cable. The customer reported there was patient involvement and no patient harm.